Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that during a percutaneous vertebroplasty (l3) for treating compression fracture on (B)(6), 2021, the trial balloon broke. There was no adverse effect to the patient. The procedure was completed without surgical delay. The patient outcome was reported as stable. This report is for a trial balloon. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.